Event description:
Hospital has experienced deep vein thrombosis in pts in the last 2 weeks.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device remains in the pt. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.